Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient passed away. The patient¿s daughter reported that the patient had drowned, and she was not present at the time; however, her sister who was present reported that the patient¿s blood sugar appeared normal on the dexcom system. There was no allegation against the dexcom system. At the time of death, the patient had the dexcom system inserted and running for approximately 24 hours before the reported date of death. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided.